Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent could not be implanted. "They know the products, they used a 35er wire and wanted to slide the evo over it, as usual, but the opening a little more up did not exist, they were not able to pass the wire through the system, they then used a different evo and it worked." Additional information provided: did any part of the stent contact the patient's anatomy when the complaint occurred? - yes with the wire. Were any other defects (other than the complaint issue) observed on the device ? - no.